Manufacturer narrative:
Device available for evaluation: yes.

Event description:
The clinic reported that a laser vision correction patient presented at 3 month post op follow up with light sensitivity (transient light sensitivity syndrome - tlss) and also reported having hard time keeping eyes open when driving. No loss of best corrected visual acuity reported. Topical steroid dosage was increased

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.